Event description:
It was reported that a pt sustained second degree burns after hair removal treatment with the lightsheer duet, et handpiece, and is in the process of healing. It was further reported that the cooling button had turned off during treatment although the device operator had not touched the screen.

Manufacturer narrative:
An on-site examination of the subject device by a lumenis authorized distributor rep concluded that the reported issue with the cooling button could not be duplicated. An evaluation of the reported event details by a lumenis technical subject matter expert concluded that system safety circuits would have prevented the device operator from treating the pt should the reported issue have occurred. An evaluation of the reported treatment settings and a photograph of the pt's adverse reaction by a lumenis medical subject matter expert concluded the treatment settings employed were within acceptable parameters. Lumenis is unable to make a determination of root cause at this time. Should further info be provided, a follow-up MDR will be filed.